Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported required epinephrine to alleviate the symptoms and an invisalign product was being used.

Event description:
The patient reported symptoms of swollen tongue and gums, and irritation of the lips and mouth. The patient did not report requiring medical intervention to alleviate the reported symptoms. The patient reported using an epipen to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2021 and the patient is currently asymptomatic. The treating doctor shared the potential root cause could have been an allergic reaction.